Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sigmoidectomy, for the 1st firing for rs section of sigmoid, they connected egia60amt to egiaadapt. The surgeon tried to insert the device from an olympus 12mm trocar ,however the jaws of egia60amt were not able to fully closed and could not insert to the trocar. The surgeon closed the tip of the jaws by hand and was able to insert the device to the trocar somehow. The status of the patient is no problem.